Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a (B)(6) female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal delivery in (B)(6) 2012. Concurrent conditions included flank pain, left lower quadrant pain, dysuria, kidney stone, pyelonephritis, urinary tract infection, muscle strain, hydronephrosis, biliary tract disease, pneumonia, constipation, chest pain, cough, difficulty breathing, epigastric pain, vomiting, diarrhea, headache, migraine, photophobia, morbid obesity and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)") and nausea ("nausea"). On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("pain, abdominal area"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, abdominal pain and pollakiuria outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: nausea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event added: urinary frequency. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 33-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery in march 2012 and weight gain. Concurrent conditions included flank pain, left lower quadrant pain, dysuria, kidney stone, pyelonephritis, urinary tract infection, muscle strain, hydronephrosis, biliary tract disease, pneumonia, constipation, chest pain, cough, difficulty breathing, epigastric pain, vomiting, diarrhea, headache, migraine, photophobia, morbid obesity and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pollakiuria ("urinary frequency"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage") and abdominal pain ("pain, abdominal area") and was found to have a pregnancy with contraceptive device ("miscarriage"). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, abdominal pain and pollakiuria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: nausea, abdominal pain, pelvic pains quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 33-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery in (B)(6) 2012 and weight gain. Concurrent conditions included flank pain, left lower quadrant pain, dysuria, kidney stone, pyelonephritis, urinary tract infection, muscle strain, hydronephrosis, biliary tract disease, pneumonia, constipation, chest pain, cough, difficulty breathing, epigastric pain, vomiting, diarrhea, headache, migraine, photophobia, morbid obesity and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pollakiuria ("urinary frequency"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage") and abdominal pain ("pain, abdominal area") and was found to have a pregnancy with contraceptive device ("miscarriage"). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, abdominal pain and pollakiuria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: nausea, abdominal pain, pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.